Event description:
A surgeon reports performing a lens exchange about one month following initial intraocular lens (iol) implant surgery due to a pt's complaints of intolerable fogging and poor contrast sensitivity. The lens was replaced with a monofocal lens and the pt is doing better. Prior to the lens exchange, the pt's uncorrected visual acuity (va) was 20/70 and j6. Following the lens exchange the pt's uncorrected distance va is 20/40+2 and her corrected near va is j1.

Manufacturer narrative:
The returned intraocular lens was examined and verified to have signs of handling. The lens optic was scratched. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Optical resolution was acceptable equaling a 18.5 diopter. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.